Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract extraction surgery, an ophthalmic knife blade was found to be dull. An alternate knife was obtained in order to complete the procedure. There was no report of any patient harm.